Manufacturer narrative:
Vyaire medical file identification: (B)(4). The suspect device has not been returned for evaluation. However, customer provided logs and the technical support recommended performing mushroom valve offset calibration to check if it resolves his issue. The customer confirmed that after recalibration, the issue resolved. No root cause has been determined at this time.

Event description:
The customer reported bellavista1000 us giving consistent high peep alarm. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. The exact root cause was not established. Most likely it is due to user fault during calibration. The issue was resolved after performing mushroom valve offset calibration.